Event description:
Caller states that he tested his blood glucose on his device and obtained a result of 190mg/dl. He states that the went to the hospital within an hour due to the reading. The hospital device reportedly read caller's blood glucose at 101mg/dl. No treatment was received. No glucose control solutions were used. Requested return of suspect device and replacement was sent.